Manufacturer narrative:
(B)(4). Investigation results one accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 0.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. There was no damage along the body of the fiber. Visual examination under magnification of the fiber face within the sma connector revealed that there was debris on the fiber face and that only a small amount of light was coming through which would cause the device to emit insufficient energy transmission during ablation as well cause as a weak aiming beam thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.   A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accutrac 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was an acmi/gyrus console. According to the complainant, during the procedure and inside the patient, after 10 minutes of use at laser settings of 16mj and 18h and prior ten minutes of use at lower settings, the aiming beam became less bright and the laser energy stopped firing. The procedure was completed with another accutrac 200 laser fiber. There were no serious injury reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached and there was debris on the fiber face within the sma connector.